Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had keypad anomaly. Customer's blood glucose level was 11 mmol/l. Customer states pressing menu button takes them to the menu screen and using the down arrow allows them to navigate screens however, up arrow did not allow them to navigate screens. It was also reported that the button were not unresponsive during an easy bolus attempt. Troubleshooting was performed for the issue. Customer was advised to remove battery from pump and replace with a recommended new or fully charged aa battery. Customer stated that the buttons were not responding. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to corroded keypad trace.